Manufacturer narrative:
In the initial report dated (B)(6)2021, h7 was selected as recall in error.

Manufacturer narrative:
As received, a complete lead without a guidewire was returned in one piece. The reported event of difficulties to push or pull the ptca wire through the lv lead was confirmed. Analysis found the guidewire could not be inserted inside the lead due to dried blood/tissue found clogged in the inner coil. The cause of the reported events of difficulties to push or pull the ptca wire through the lead was isolated to the inner coil clogged with dried blood/tissue. The reported event of difficult to remove guidewire was not confirmed. Visual and x-ray inspections of the lead did not reveal any anomalies.

Event description:
During implant, it was noted that the guidewire could not advance down the lumen of the left ventricular (lv) lead. Moreover, there was also difficulty to withdraw the same guidewire from the lv lead that only resolved upon application of excessive force. The event was attributed to the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.